Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Microscope inspection revealed that the cylinder had a hole in the outer tube and broken fabric threads due to kink resistant tubing (krt) wear at the proximal end. The leakage test showed a bulge in the same area when inflated with a syringe, not passing the test. The ms pump did not pass the microscope inspection because the pump tubing was not returned for analysis as it had been cut down to the pump block. The pump passed the leakage test but not passed the functional test. Based on the available information and analysis results, the bulge in cylinder is the most probable cause of, or contributor to, the reported clinical observations.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis ipp device that was not working as intended. During a revision surgery, it was confirmed that the left cylinder had a tear, so the left cylinder and the pump were replaced. There were no patient complications.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) device that was not working as intended. During a revision surgery, it was confirmed that the left cylinder had a tear, so the left cylinder and the pump were replaced. There were no patient complications.